Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: review x-rays by the manufacturer revealed a gross lead discontinuity. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the treating physician that the vns patient's device revealed high lead impedance, dcdc =7 on both system and normal mode diagnostic test performed at a follow up visit. The device was programmed off. X-rays were taken and provided to the manufacturer for review. Review of x-rays revealed that a lead fracture is suspected in one of the quadfilar coils of the lead in the strain relief bend location, prior to the location of the first tie-down. The neurologist and pt have opted to keep the device disabled for one year and re-assess surgical intervention at that time. Good faith attempts to obtain additional info are currently underway, however, no additional info has been made available to date.